Manufacturer narrative:
H6: health effect - clinical code: as per the information provided by complainant, for brown-tinged fluid that was odorous, the imdrf clinical signs e1727 (wound odor) is not available for selection. Hence, e1727 has been mentioned here for malodor of the wound for this emdr. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
The end user reported that there was no leakage and no product defect malfunction but reported fungal infection. According to the end user, he experienced redness and itching which started in (B)(6) 2024. He was also facing weeping with brown-tinged fluid that was odorous. The area had been in mirror image to the tape collar. The end user reported that approximately two weeks before this, his chemo infusion medication was changed but he does not recall the name. He also stated that he started taking a biologic drug tucatinib 300 mg daily. The rash started after that, and it was thought to be fungal infection. He was prescribed nystatin anti-fungal powder which helped with the weeping and the itching, but the rash did not completely resolve. He stated he was then prescribed fluconazole 150 mg oral tablet once a day which he took approximately ten days ago. The rash greatly improved at that time but had not completely resolved. He was now thinking it was a product sensitivity and would like to try an alternative product. It was further reported that there was no prior known sensitivity to this product and the official diagnosis the end user reported was fungal infection. He mentioned that he would send a photo but at that time, no photo had been received.